Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause was not identified. However, the probable cause was described here on the basis of the current information. From information raised, it was assumed that the picture could not be displayed because video communication could not be transmitted to the processor due to short-circuiting of the electric circuitry caused by water entering from the rear cover due to the damage of the cable unit. The product shipment record was checked, but there was no abnormality in the device. The damage of the cable unit is considered to be due to the user's handling. In addition, the legal manufacturer reported that the damage to the cable unit was described below when the contents of the instruction manual at the time of shipment from the product were checked. It is concluded that indication phenomenon can be prevented by this. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected. The reported event could not be duplicated. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the unit does not produce an image. Additional information is unavailable at this time.